Event description:
It was reported, the video system center had b30 errors (scope communication error) with multiple scopes. It is unknown when the issue occurred during. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was not returned to olympus for inspection; therefore, the customer's reportable malfunction was not confirmed. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.